Event description:
This device was returned by unk source without an oos form. It was determined that the system was removed due to infection. The explant date is unk and entered in error. In 2007, binc was informed that this system was removed due to infection. Also removed: philos dr, MDR 1028232-2007-0274, arox 53 bp, MDR 1028232-2007-0275.